Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states,"it has been reported that wear debris may initiate a cellular response resulting in osteolysis or osteolysis may be a result of loosening of the implant." Number 14 states ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ weight - ni. Concomitant medical products- rd118848 660980 m2a-38 cup 48mm.

Event description:
Legal counsel for patient reported patient¿s right hip was revised approximately 12 years post-implantation allegedly due to pain, elevated metal ion levels, and metallosis. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. Additional information received in the patient¿s revision operative report confirmed patient was revised 12 years post-implantation due to metallosis. The operative report noted femoral osteolysis. The femoral head was removed and replaced and an acetabular bearing was implanted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant products: m2a 38mm mod hd +3mm nk catalog#: 11-173663 lot#: 833850; r/h impact distal 10mmx120mm catalog#: 11-112010 lot#: 873260; m2a-38 cup 48mm catalog#: rd118848 lot#: 660980. Reported event was confirmed through review of medical records. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.